Event description:
Patient went through protocols and got revision of cup. Tissues did look abnormal. Specimens sent to pathology in case were found to be negative of metal or excessive abnormal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.